Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was not confirmed. The reported pairing failure was not confirmed but a failed transmitter error was confirmed. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probably cause was determined to be a failed transmitter error.